Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure"), pelvic inflammatory disease ("acute pelvic inflammatory disease"), pregnancy with contraceptive device ("pregnancy with contraceptive") and abortion spontaneous ("pregnancy(stillbirth, miscarriage)") in a (B)(6) female patient who had essure (batch no. 841869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, gravida ii, spotting vaginal in 2011, genital bleeding in 2011, left lower quadrant pain, menses irregular, tinea corporis, psoriasis of scalp, breast pain (she presents with pain under left breast/upper rib area.), palpitation, chest pain, gas, vaginal itching, stress, insomnia, vaginal discharge, anxiety, high cholesterol, skin lesion, overweight, yeast vaginitis, headache, multiple allergies, menarche (menarche occurred at age ten.), hot flashes, breast tenderness, hair loss (libido, hair loss, hot flashes and weight gain.), weight gain, libido decreased, live birth in 2009, live birth in 2011, neck injury, back injury and urinary tract infection. Hcg, serum qualitative: negative. Concurrent conditions included gluten sensitivity. Concomitant products included medroxyprogesterone acetate (depo provera) in 2011 and oral contraceptive nos from 2001 to 2008 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 10 months after insertion of essure. In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/ left pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psoriasis ("autoimmune disorder -type of disorder : psoriasis"). The patient was treated with surgery (bilateral salpingectomy/salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic inflammatory disease, pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the menorrhagia, vaginal haemorrhage, pelvic pain and dysmenorrhoea had resolved and the psoriasis was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abortion spontaneous, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, psoriasis and vaginal haemorrhage to be related to essure. The reporter commented: coils were seen on sono at time of incomplete ab but 1 essure coil was not in right tube at time of bs procedure. Kub- 2 view ordered to screen for retained coil vs expelled with miscarriage. Pt was given serial cytotec to expel the miscarriage that was (B)(6) size. This would make passing the coil much more likely. The cervix was sequentially dilated using pratt dilators. A 5mm hysteroscope was inserted transcervically and normal saline used as the distention media. The uterine cavity was inspected and the tubal ostia visualized. The essure coils were placed per protocol. Trailing coils: left-3, right-2. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2018: positive. Hysterosalpingogram - on (B)(6) 2011: findings consistent with appropriate functioning of the essure implants. 2. Normal appearance of t1 endometrial cavity. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: the proximal portion of the abdominal aorta measures 2.0 cm. The suprarenal portion of the abdominal aorta measures 1.5 cm. The infrarenal portion of the abdominal aorta measures 1.4 cm. The distal portion of the abdominal aorta measures 1.3 cm.; on (B)(6) 2018: single living intrauterine pregnancy at approximately 6 weeks 6 days by ultrasound. Nonvisualization of the ovaries. Concerning the injuries reported in this case, the following event was described in patient's medical record- acute pelvic inflammatory disease and following confirmed in patient's medical record-pregnancy with contraceptive device, psoriasis, menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact received. This case become incident. New reporter added. Event injury is replaced by new events- expulsion of essure, abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), autoimmune disorder type of disorder: psoriasis, dysmenorrhea (cramping) and pain, acute pelvic inflammatory disease medical history an lab data added. Lot number added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("acute pelvic inflammatory disease"), device expulsion ("expulsion of essure"), pregnancy with contraceptive device ("pregnancy with contraceptive") and abortion spontaneous ("pregnancy(stillbirth, miscarriage)") in a 38-year-old female patient who had essure (batch no. 841869-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2, gravida ii, spotting vaginal in 2011, genital bleeding in 2011, left lower quadrant pain, menses irregular, tinea corporis, psoriasis of scalp, breast pain (she presents with pain under left breast/upper rib area.), palpitation, chest pain, gas, vaginal itching, stress, insomnia, vaginal discharge, anxiety, high cholesterol, skin lesion, overweight, yeast vaginitis, headache, multiple allergies, menarche (menarche occurred at age ten.), hot flashes, breast tenderness, hair loss (libido, hair loss, hot flashes and weight gain.), weight gain, libido decreased, live birth in 2009, live birth in 2011, neck injury, back injury and urinary tract infection. Hcg, serum qualitative: negative. Concurrent conditions included gluten sensitivity. Concomitant products included medroxyprogesterone acetate (depo provera) in 2011 and oral contraceptive nos from 2001 to 2008 for birth control. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 6 years 10 months after insertion of essure. In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("pain/ left pelvis pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and psoriasis ("autoimmune disorder -type of disorder : psoriasis"). The patient was treated with surgery (bilateral salpingectomy/salpingecomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, device expulsion, pregnancy with contraceptive device and abortion spontaneous outcome was unknown, the menorrhagia, vaginal haemorrhage, pelvic pain and dysmenorrhoea had resolved and the psoriasis was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abortion spontaneous, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, psoriasis and vaginal haemorrhage to be related to essure. The reporter commented: coils were seen on sono at time of incomplete ab but 1 essure coil was not in right tube at time of bs procedure. Kub- 2 view ordered to screen for retained coil vs expelled with miscarriage. Pt was given serial cytotec to expel the miscarriage that was 8 wks size. This would make passing the coil much more likely. The cervix was sequentially dilated using pratt dilators. A 5mm hysteroscope was inserted transcervically and normal saline used as the distention media. The uterine cavity was inspected and the tubal ostia visualized. The essure coils were placed per protocol. Trailing coils: left-3, right-2. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2018: positive. Hysterosalpingogram - on (B)(6) 2011: findings consistent with appropriate functioning of the essure implants. 2. Normal appearance of t1 endometrial cavity. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: the proximal portion of the abdominal aorta measures 2.0 cm. The suprarenal portion of the abdominal aorta measures 1.5 cm. The infrarenal portion of the abdominal aorta measures 1.4 cm. The distal portion of the abdominal aorta measures 1.3 cm.; on (B)(6) 2018: single living intrauterine pregnancy at approximately 6 weeks 6 days by ultrasound. Nonvisualization of the ovaries.. Concerning the injuries reported in this case, the following event was described in patient's medical record- acute pelvic inflammatory disease and following confirmed in patient's medical record-pregnancy with contraceptive device, psoriasis, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality-safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.